Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultramini meter would not turn on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged power issue began at 8:30am on (B)(6) 2017. The patient manages their diabetes with insulin (no adjustments) and denied making any changes to their normal diabetes management routine as a result of the alleged power issue. The patient did not develop any symptoms as a result of the alleged product issue but stated that at 9am on the patient stated that a month later, at 9am on (B)(6) 2017 they visited their doctor¿s office. During this visit the patient¿s blood sugar was measured, but the patient could not recall the result which was obtained on the doctor¿s meter. As a result of the reading obtained the patient was given 15 units of 75/30 novolog insulin by the doctor. No further treatment was provided. At the time of troubleshooting, the cca noted that there was no misuse of the product and the patient was using the correct test strips. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to measure their blood glucose on the subject meter which led to them developing signs which meet lfs¿s criteria for a serious injury reportable adverse event.

Manufacturer narrative:
Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.